Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/force sensor system and excessive no delivery test. The insulin pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched case, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 65 mg/dl. The customer's mother explained that the customer had been disoriented and that was the cause for bringing him to the hospital. The doctor stated that the cause of the low blood glucose may have been the insulin pump. The customer was treated with insulin. While troubleshooting, the customer's mother stated that the insulin pump exposed to a cat scan. The customer was advised to avoid exposure to any strong magnetic fields. The insulin pump passed the displacement test. Troubleshooting for high blood glucose was declined. The customer's mother was advised the insulin pump would be replaced. The customer returned the product for analysis.